Event description:
Additional information received reported the revision did not solve the issue and the patient had pain at the pocket following the revision. It was unclear if this information pertained to the event captured under this manufacturer report number or to a similar event captured under manufacturer report #9614453-2014-03123. Refer to this report as it pertains to a separate revision the patient had.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Analysis of the tined lead found no significant anomaly. The lead cut through and segmented.

Manufacturer narrative:
Concomitant: product ID 388928, lot# 0203884276, explanted: 2014-(B)(6), product type lead. Product ID 3095-10, serial# (B)(4), explanted: 2014-(B)(6), product type extension. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient experienced pain at the device pocket. The patient had a revision and during the procedure, a ¿defect¿ was seen on the lead. The cause of the defect was not determined and no impedance measurements were provided. The healthcare professional ultimately decided to explant the system and implant a new system on the other side of the patient. Following the procedure, the patient was receiving effective therapy and felt ¿well.¿ a follow up report will be sent if additional information is received.